Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is per customer's report of "about two weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device. The low glucose alarm did not sound and the customer felt hypoglycemic, experiencing a loss of consciousness. The customer was administered glucagon and glucose serum via injection administered by a healthcare professional for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.